Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. Additionally, when the user reloaded a cartridge after the alarm, a minimum fill message occurred. The amount of insulin in the cartridge was not reported. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.